Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mild calcified lesion (90% stenosis degree) in a severely tortuous part of the proximal rca. The device was introduced into the guide (guidezilla) to be delivered to the rca position. However, while advancing the stent, it got stuck at the guide, and the stent tip began to deform. It was then proceeded to withdraw the stent from the patient.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed in its distal portion, i.e. Several struts are strongly bent. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. The extension catheter used in the intervention was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mild calcified lesion (90% stenosis degree) in a severely tortuous part of the proximal rca. The device was introduced into the guide (guidezilla) to be delivered to the rca position. However, while advancing the stent, it got stuck at the guide, and the stent tip began to deform. It was then proceeded to withdraw the stent from the patient.